Manufacturer narrative:
Initial first sentence states that the surgeon implanted an icm120v4 implantable collamer lens into the patient's eye. Correction-it should state that the surgeon implanted a v4c implantable collamer lens into the patient's eye. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens explant, cataract extraction with iop placement) (B)(4).

Event description:
Article stated that the surgeon implanted an icm120v4 implantable collamer lens into the patient's eye. The lens was extracted with cataract extraction and iol placement due to an anterior subcapsular cataract (asc). Patient reported vision as fair or worse due primarily to cataract. No further information is available.

Manufacturer narrative:
This product is not marketed in the us. (B)(4)